Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately 1 1/2 weeks prior to contacting lfs for assistance at an unknown time. The patient stated she tested her blood glucose on the subject meter and received a reading of '126 mg/dl' which she claimed was low as compared to her feelings/normal readings. In a separate complaint the patient claimed that the subject meter read lower as compared to another unknown meter at approximately the same timeframe (1 1/2 weeks ago) but did not specify any results obtained. The patient advised the cca that she manages her diabetes with amaryl pills and metformin pills, along with diet and exercise and denied taking any action regarding her usual diabetes management routine when she received the alleged low readings. It is unknown if the patient developed any symptoms, however, on (B)(6) 2011 at 10:15am the patient was reportedly treated with an unknown type and dose of insulin in the emergency room (ER). Her blood glucose was reportedly tested using the hospital meter later that evening and she reported a value of "400-500mg/dl." It is also not known why the patient went to the ER on (B)(6) 2011. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Although the patient could not confirm any symptoms due to the alleged issue, the complaint is being reported because the patient claims she obtained inaccurate low readings on the subject meter and received medical treatment by an hcp for readings suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.